Event description:
It was reported that the patient presented to the emergency room after inappropriate shock was delivered by the right ventricular lead. A chest x-ray confirmed that the lead had dislodged. The patient was scheduled explant and the lead was replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgment and inappropriate shock. As received, a complete lead was returned in one piece with the helix fully extended and clogged tissue. The helix extension was measured within specification. Electrical tests did not find any indication of conductor fracture or internal shorts. Visual examination of the lead did not find any anomalies.